Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heartware ventricular assist device (hvad) to heartmate 3 pump exchange on (B)(6) 2022. The patient suffered from complications due to liver failure and expired in the hospital in (B)(6) 2022. The patient was never discharged following the pump exchange. The pump functioned as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hepatic dysfunction could not be conclusively determined through this evaluation. As of 20feb2023, the pump has not been returned. If the pump is returned to abbott at a later date, this file may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of this IFU lists death and hepatic dysfunction as adverse events that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.